Event description:
Customer reported within the last year they were unable to test using a freestyle flash test strip. Customer further reported experiencing a headache and also that they passed out. The customer self treated with food and there was no report of third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Attempts are being made to contact the customer to determine what strip lot was in use at the time of the medical event.